Manufacturer narrative:
The customer¿s reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement

Event description:
Case #: 00844191 case subject: npi 8110 error 232.6040 account name: all childrens hospital account #: 1005600 asset name: asset location: contact: wes wooster contact email: contact phone: (727) 280 7383 contact mobile: patient or user involvement: no patient or user harm: no case description: wes had error 232.6040 on 8110syringe sn (B)(4) failure device type: alaris system instrument failure problem type: 8110 failure mode: troubleshooting/ error codes case resolution: I recommended wes to replace display board. Assisted with a part number. Wes will replace display board.

Event description:
Case #: (B)(4). Case subject:(B)(6). Wes had error 232.6040 on 8110syringe sn (B)(6). Failure device type: alaris system instrument. Failure problem type: 8110. Failure mode: troubleshooting/ error codes. Case resolution: I recommended wes to replace display board. Assisted with a part number. Wes will replace display board.

Manufacturer narrative:
The customer¿s reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.